Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be use related. One 4 fr groshong catheter was returned for evaluation. The stylet was returned within the catheter. Microscopic observation of the leak site revealed a hole in the catheter. A split was observed to be connected to the pinhole leak location. The catheter was cut distal to the split to observe the internal surface. The internal break surface of the split appeared to be similar in size to the outer surface. The internal break surface was rough and granular compared to the outer surface, which is indicative of damage caused by the stylet. The location of the pinhole leak corresponded to the position of the distal end of the stylet within the catheter. Based on the damaged observed and location of the leak, the complaint of a leak is confirmed and appears to be caused by stylet damage. A lot history review (lhr) of reav1843 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheterization was conducted on (B)(6) 2018 and the nurse found side leakage when she inspected the catheter for integrity. A new device was opened to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reav1843 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that catheterization was conducted on (B)(6) 2018 and the nurse found side leakage when she inspected the catheter for integrity. A new device was opened to complete the procedure. There was no patient involvement.